Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for a generator changeout. Upon interrogation, it was noted that multiple inappropriate mode switch episodes have happened due to noise on atrial lead. The issue was resolved by adjusting the programming on the new device. The patient was stable.